Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the clear insulation was sliding back and forth on the device prior to use in an lavh. The surgeon did not use the device and opened another of the same type for the intended procedure.